Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion which was not reproduced during evaluation. Downstream occlusion was verified through a review of the event history log and found to be caused by an out of specification force sensor reading. The determined cause of the out of specification sensor readings was the tubing guide depth being out of specification. The tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion. There was no patient involvement. No additional information is available.